Event description:
It was reported that the pump touch screen was unresponsive and the insulin gauge was inaccurate. Additionally, it was reported that the pump housing was damaged making it difficult to unload cartridges. The customer declined assistance from tandem customer technical support regarding the issue. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.